Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 15apr2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified greater than 100 colony forming units(cfu) as comprising of the following isolate: bacillus megaterium study number: (B)(4). The duodenoscope has not been returned to pentax medical for evaluation as of 14may2019. The investigation is currently inprocess.